Event description:
Device 1 [serial # redacted] (elderly [age redacted], male). During a posterior spinal fusion, the anesthesiologist attempted to use nitrous oxide for patient anesthesia. The aisys cs2 anesthesia machine made a hissing sound. The anesthesiologist turned the nitrous oxide off. After the case, the anesthesia machine was removed from the room and tested. An in-house ge factory trained biomedical equipment technician (bmet) tested the anesthesia machine and found that the gas mixer within the machine had a nitrous leak. The gas mixer was replaced. The original gas mixer was tested. The aisys cs2 serial number is [serial # redacted] . The date was [date redacted]. There was no patient harm. Device 2 [serial # redacted] (elderly [age redacted], male) during a femoral endarterectomy, a similar event occurred where nitrous oxide leaked from the aisys cs2 anesthesia machine. After the case, the machine was removed and tested. The gas mixer from this machine leaked nitrous oxide as well. The gas mixer was replaced. The serial number for this machine is [serial # redacted] . The date was [date redacted]. There was no patient harm. Device 3 [serial # redacted]: during preventative maintenance, the gas mixer was found to have a nitrous oxide leak. The gas mixer was replaced. The serial number for this aisys cs2 is [serial # redacted] . The date was [date redacted]. Device 4 [serial # redacted]: during preventative maintenance, the gas mixer was found to have a nitrous oxide leak. The gas mixer was replaced. The serial number for this aisys cs2 is [serial # redacted] . The date was [date redacted]. Device 5 [serial # redacted]: during rounding to test for possible gas mixer failure, an aisys cs2 was found to have a nitrous oxide leak from the gas mixer. The serial number is [serial # redacted] . The date was [date redacted]. Device 6 [serial # redacted]: during rounding to test for possible gas mixer failure, an aisys cs2 was found to have a nitrous oxide leak from the gas mixer. The serial number is [serial # redacted] . The date was [date redacted]. At this point, six aisys cs2 out of forty-two total aisys cs2 at this facility have nitrous oxide gas mixer leaks. The aisys cs2 machines at this facility were installed on 6/2023. There has been approximately 14% failure rate. Manufacturer response for anesthesia machine, aisys cs2 (per site reporter), contacted ge healthcare and purchased replacement gas mixer part 1011-8000-000. Manufacturer response for anesthesia machine, aisys cs2 (per site reporter), contacted ge healthcare and purchased replacement gas mixer part 1011-8000-000. Manufacturer response for anesthesia machine, aisys cs2 (per site reporter), contacted ge healthcare and purchased replacement gas mixer part 1011-8000-000. Manufacturer response for anesthesia machine, aisys cs2 (per site reporter), contacted ge and are awaiting response for disposition of the mixers. Manufacturer response for anesthesia machine, aisys cs2 (per site reporter), contacted ge and are awaiting response for disposition of the mixers. Manufacturer response for anesthesia machine, aisys cs2 (per site reporter), contacted ge and are awaiting response for disposition of the mixers.